Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomed. The rse advised the biomed to replace the non-invasive blood pressure cuff (nibp) and hose attached to the device. It was confirmed that replacing the nibp cuff and hose resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that the non-invasive blood pressure (nibp) was not working, no readings provided. The device was not in use on a patient at the time of the event. There was no adverse event reported.